Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced low blood glucose (bg) level ranging from 34-190 mg/dl. Cause was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.